Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.1, reference: 4.3, mean: 3.20, confidence limits: 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Customer did not provide a lot number or return product for investigation. Unable to perform further investigation without additional information. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. No strip lot information was available. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to a reference point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.1, poc inr: 4.3. The time between testing was one hour. Therapeutic range 2.5 - 3.5 for patient. There was no reported adverse patient sequela. There was no additional information provided.